Manufacturer narrative:
(B)(4). The UDI is unknown because the part number was not provided. The device was not returned for analysis. A review of the lot history record and complaint history could not be performed, as the part and lot number for the device was unknown and could not be provided. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) in this incident could not be determined. The reported mitral regurgitation (mr) was likely a result of the slda; however, a definitive cause for the reported thrombus could not be determined. Worsening mr and thrombus as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event, implant date: dates estimated. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda), increased mitral regurgitation and thrombus. It was reported that the initial mitraclip procedure was performed to treat mr. One clip was implanted. On (date not specified), an echocardiogram was performed, which found that the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda), mr increased and thrombus was noted. Mitral valve replacement was performed. No additional information was provided.